Manufacturer narrative:
The aquabeam handpiece was returned for investigation. Visual inspection revealed the handpiece button cover to be popped out. The handpiece was deconstructed and viewed under magnification. Signs of fluid ingress was observed on the z sensor of the sensor board, which confirmed the reported event. The root cause is fluid ingress but the root cause is undeterminable. The aquabeam robotic system's treatment logs file was reviewed, which confirmed the reported event. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 22c05055 was conducted, which confirmed that there was one (1) non-conformance issued to this lot of the handpiece during the manufacturing process that could potentially be related to the reported event. The lot passed all final inspections and was released successfully per device specifications. The aquabeam robotic system user manual, um0101 rev. F, states the following: table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitue an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that halfway through the second treatment pass multiple "e22 - motorpack error" messages were generated by the aquabeam robotic system. Multiple troubleshooting steps were performed to resolve the issue without success. As a result, the treating surgeon proceeded to abort the aquablation procedure and finished with a loop, obtaining adequate hemostasis. The treating surgeon was satisfied with the outcome of the procedure. There were no adverse health consequences to the patient due to this event.